Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not delivered when a bolus was requested. In addition, it was reported that the insulin gauge was inaccurate after loading approximately 250-300 units of insulin into the cartridge. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and customer declined to troubleshoot with tandem technical support.